Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported the needle of a relion® insulin syringe broke off in consumer¿s body. The consumer was seen in the emergency department. He received x-ray¿s and a CT. It was reported that ¿no decision has been made for surgery, stated that ER told him to wait and see if the needle would work it's way out.¿

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 7163997. All inspections and challenges were performed per the applicable operations qc specifications. There were five notifications noted that did not pertain to the complaint. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.